Event description:
During a hip surgery, the dr was putting the retaining ring on an es constrained liner when the handle of the retaining ring inserter broke. He was still able to use the inserter to complete the case and there was no delay. Was surgery delayed due to the reported event? No, if yes, number of minutes: 0. Action taken when event occurred? The surgeon used to inserter to put the retaining ring on the constrained liner, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study? Unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.